Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were submitted for evaluation. The patient presented to the emergency department (ed) with lightheadedness, dizziness, and "thumping" in their ventricular assist device (vad) and driveline. The patient was provided intravenous fluids and their symptoms improved. However, the site reported that they could still see and feel the movement in the patient's chest and at the driveline exit site (dles). There were no low flows noted upon the history interrogation, but they had many pulsatility index (pi) events. Following review by tech services, it appeared that the data showed frequent pi events occurring from (B)(6) 2025 at 7:57:10 through (B)(6) 2025 at 9:39:59.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a thumping sensation could not be confirmed through this evaluation. A specific cause for the reported events could not be conclusively determined. The submitted log files contained no atypical alarms and appeared to show the pump operating as intended. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Several sections of the IFU also instruct the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Section 4 of the IFU also explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This cycle repeats as long as pi events are detected. This decrease in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. The patient handbook instructs the user to call their hospital contact if they think that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Furthermore, several sections of the patient handbook also instruct the user to call their doctor/hospital contact if they notice a sudden change in how their pump is working (even if there is no alarm), and state that even small changes should be reported. No further information was provided. The manufacturer is closing the file on this event.